Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon implanted an 13.0mm icm130v4 implantable collamer lens on (B)(6) 2010 in pt's right eye. The lens is going to be explanted due to excessive vaulting and elevated iop. Subsequently, the pt had narrowing of the angle, angle closure and shallowing of the acd. The lens is going to be exchanged for a shorter lens. Surgery is pending.